Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance trend of the rv pacing lead was rising, the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead alert was triggered due to noise and oversensing observed on the right ventricular lead. The pacing impedance was also noted to be high. The patient needed to be transferred to another hospital for the planned intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically cut but not breached. The analyst noted that only rv connector leg was returned, measured 6.4 cm. Destructive analysis was performed to do continuity test for rv cable. But no internal rv cable was observed inside the rv connector leg. Therefore, test cannot be performed, and cannot be determined when and how the cable was gone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another alert was triggered for short v-v intervals and pacing lead impedance variation. The lead was later noted to be fractured and the pace/sense portion of the lead was capped and replaced with an epicardial lead. The high voltage portion of the lead remains in use.